Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device had cosmetic damage, the housing was damaged - gap labelling was illegible, failed leak tightness testing, could not change the speed, the bearing, gear and seal were worn and would not run. It was further determined that the device failed pretest for general condition, marking & labeling, leakage test using bubble emission technique, coupling screw of saw blade coupling, sticky trigger and oscillation frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).